Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead felt sick and was hospitalized for an evaluation. Upon investigation the rv lead was suspected to have been contributing to loss of capture due to a potential lead fracture. The physician elected to intervene and replace the damaged lead. It was stated the chronic lead was surgically abandoned and the associated device would be returned for a data review. No procedural adverse patient effects were reported.